Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 02-sep-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. D4. Primary UDI number has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav and a piece of string was sticking out of one of the splines (wire exposed) issue occurred. A piece of string was sticking out of one of the pentaray nav catheter splines. It was noticed when the catheter was removed from the patient, prior to reinsertion. They discontinued use of the catheter and exchanged it to continue the procedure. The customer did not notice any parts of catheter missing or detached during visual inspection. Additional information was received. The damage resulted in one wire being exposed. The damage did not result in any sharp rings. No resistance noted by the physician. The catheter was only inserted once into the patient¿s body and noticed wire out before trying to insert to remap. Therefore, they replaced the catheter. The catheter was not pre-shaped. They used the vizigo sheath with the pentaray nav catheter.

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a pentaray nav. A piece of string was sticking out of one of the pentaray nav catheter splines. It was noticed when the catheter was removed from the patient, prior to reinsertion. They discontinued use of the catheter and exchanged it to continue the procedure. The customer did not notice any parts of catheter missing or detached during visual inspection. Additional information was received. The damage resulted in one wire being exposed. The damage did not result in any sharp rings. No resistance noted by the physician. The catheter was only inserted once into the patient¿s body and noticed wire out before trying to insert to remap. Therefore, they replaced the catheter. The catheter was not pre-shaped. They used the vizigo sheath with the pentaray nav catheter. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 11-nov-2024 observed some electrodes were lifted. The bwi product analysis lab became aware of the lifted electrodes on 11-nov-2024 and have also assessed this returned condition as reportable. The device evaluation was completed on 11-nov-2024. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and fourier transform infrared spectroscopy (ft-ir) of the returned device were performed following j&j medtech procedures. Visual analysis revealed that some electrodes were lifted and one had a plastic attached. A fourier transform infrared spectroscopy was performed and revealed that the plastic attached in the electrode was polytetrafluoroethylene (pt-fe). A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The pt-fe observed in the electrode could be related to the internal components exposed issue reported by the customer, the complaint was confirmed. The pt-fe in the spline and lifted electrodes could be related to the manipulation of the device with a sheath during the procedure; however, this could not be conclusively determined. The instructions for use contain the following recommendations: do not introduce the catheter into a guiding sheath with the catheter¿s distal splines folded backward toward the handle. Collapse the splines together using the insertion tube prior to insertion; the catheter is recommended for use with an 8 f guiding sheath because the distal splines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter; do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Do not bend the splines backward. After insertion, slide the insertion tube back toward the handle. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: stress problem identified (c0706) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿piece of string was sticking out of one of the splines (wire exposed)¿ issue. In addition, biosense webster inc. Analysis finding of the ¿electrodes were lifted¿. Investigation findings: inappropriate material (c0602) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: electrode (g0201501) were selected as related to the customer¿s reported ¿piece of string was sticking out of one of the splines (wire exposed)¿ issue. In addition, biosense webster inc. Analysis finding of the ¿plastic attached¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).